Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 155 cm. Saber 5 mm. X 15 cm. Balloon catheter (bc) took approximately one minute and ten seconds to deflate. It was unknown how the procedure was finished but it was finished successfully without patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a ninety-five percent (95%) stenosis, mildly calcified, and not tortuous. Additional information received indicated that it was unknown if the patient was symptomatic as a result of the reported product issue. It was not known what was done or how the product was finally deflated. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported as unknown or not applicable (n/a): what was the approach for the procedure; how many times was the product inflated; what was the maximum inflation pressure; what was the inflation pressure and duration just prior to the reported product issue; was the product removed from the patient immediately after the reported product issue; was there any reported problem removing the product; was there any reported problem advancing the product to the intended target lesion; was there any problem reported crossing the target lesion; was the product noted to be kinked/bent prior to the reported product issue; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was the catheter ever in an acute bend; did the balloon inflate normally; did the balloon maintain pressure during inflation; if pressure was not maintained: did the balloon burst, did the shaft burst; did the balloon seem to ¿stick¿ to a stent (if being used for post-dilation); did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily: from the vessel, from sheath, from the rhv (rotating hemostatic valve), from the guidewire, from the guide catheter; if the balloon catheter did not remove easily, how was it removed, if there was resistance/friction with other devices, which device(s): type / brand, if cordis product provide catalog/lot information; what is the current status of the patient; is the physician¿s dictated summary and procedure log available; if requested by clinician: is a procedural cd available for review. No additional information is available. The product was returned for analysis. A non-sterile unit of saber 5mm x 15cm 155cm bc was returned. Per visual analysis the device had been inflated and deflated. Three kink conditions were observed at 30 cm, 28 cm and 21 cm from the distal tip. Per functional analysis the balloon was inflated to nominal (eight atmospheres) and rated burst pressures (14 atmospheres) and successfully deflated, per specification. Cross-sectional analysis of proximal balloon seal/transition seal/hub was not performed as the functional analysis was performed successfully. A device history record (DHR) review of lot 17366518 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty-partial or slow¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 155 cm. Saber 5 mm. X 15 cm. Balloon catheter (bc) took approximately one minute and ten seconds to deflate. It was unknown how the procedure was finished but it was finished successfully without patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a ninety-five percent (95%) stenosis, mildly calcified, and not tortuous. Additional information received indicated that it was unknown if the patient was symptomatic as a result of the reported product issue. It was not known what was done or how the product was finally deflated. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was reported as unknown or not applicable (n/a): what was the approach for the procedure; how many times was the product inflated; what was the maximum inflation pressure; what was the inflation pressure and duration just prior to the reported product issue; was the product removed from the patient immediately after the reported product issue; was there any reported problem removing the product; was there any reported problem advancing the product to the intended target lesion; was there any problem reported crossing the target lesion; was the product noted to be kinked/bent prior to the reported product issue; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was the catheter ever in an acute bend; did the balloon inflate normally; did the balloon maintain pressure during inflation; if pressure was not maintained: did the balloon burst, did the shaft burst; did the balloon seem to stick to a stent (if being used for post-dilation); did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily: from the vessel, from sheath, from the rhv (rotating hemostatic valve), from the guidewire, from the guide catheter; if the balloon catheter did not remove easily, how was it removed, if there was resistance/friction with other devices, which device(s): type / brand, if cordis product provide catalog/lot information; what is the current status of the patient; is the physician's dictated summary and procedure log available; if requested by clinician: is a procedural cd available for review. No additional information is available.